Manufacturer narrative:
Follow-up #1: date of submission 10/18/2016: device evaluation: the device has been returned and evaluated by product analysis on 09/27/2016 with the following findings: on investigation, the keypad cover was intact and all the keypad buttons demonstrated normal response on testing. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons. Investigation did not duplicate the alleged tactile changes complaint. There was evidence of moisture inside the battery compartment. Leak testing revealed a leak in the battery compartment due to a crack in the battery compartment. There was moisture found in the pump¿s interior compartment. Intermittent connectivity issues occurred during the investigation; unable to download pump history.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, it was reported that there was a keypad button response issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. There was reportedly moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result inadvertent or incorrect insulin delivery.